Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that can't remove mount. After the mount was implanted, it did not come off. According to the doctor, it is not tightened with a particularly strong torque value. No health hazard. Tooth site # 30.

Manufacturer narrative:
Zimvie received one (1) bnes505, (3i t3® short external hex parallel walled implant with dcd®, 5mm(d) x 5mm(l)) for evaluation. Visual evaluation of the as reported device identified the implant with signs of use. Functional testing to recreate the reported event verified the mount disengaged from the implant as intended. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2021120123. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021120123 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿does not disengage/release.¿ the customer did submit one (1) image for the reported event. (Image attached) IFU review: documents reviewed: biomet 3i dental implant IFU p-iis086gi rev. J 2022/08. Information identified: "warnings" & "contraindications" based on the investigation and risk management file review as per rmf rm-00053-haz rev.11, the most likely root causes determined from the investigation are torque applied during placement/seating exceeds recommended value, internal thread of implant length is too short preventing mount screw from fully seating. Therefore, based on the available information, and functional testing a device malfunction did not occur. The reported event was unconfirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.